Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose at the time of incidence was 480 mg/dl. Customer also experienced low blood glucose level. Customer blood glucose level was 48 mg/dl customer stated that they was experiencing a problem with there ankle that was swelling due to get high blood glucose for that they went paramedical. Customer was corrected there high blood glucose with insulin pump. Customer reported other symptoms with high blood glucose were headache. Customer was not using auto mode feature at time of incidence. The insulin pump will not be returned for analysis.